Event description:
A hospital in (B)(6) reported to our distributor that the expiratory limbs of two rt340 adult dual heated evaqua breathing circuits were leaking. This was found during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint devices are currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4) correction: the malfunction was found upon opening the subject circuit kits, not during patient use as originally reported. Method: two rt340 audlt dual-heated evaqua breathing circuits were returned to fisher & paykel healthcare in (B)(4) where they were visually inspected for the reported damage. Results: visual inspection of one of the returned breathing circuits revealed a hole in the evaqua expiratory limb approximately 3cm from the proximal connector. Visual inspection of the other rt340 breathing circuit revealed a hole approximately 10 cm from the distal connector on the evaqua expiratory limb. A lot check could not be performed as a lot number was not provided. Conclusion: based on the inspection of the damage, it is likely that the evaqua expiratory limbs were punctured or scratched by a blunt object. All rt340 breathing circuits are pressure tested for leaks prior to being released for distribution. In addition, tubing weight and bond strength tests are performed every 15 minutes. Any breathing circuit which fails any of these tests is discarded. This suggests that the returned breathing circuits were damaged after they were released for distribution. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.

Event description:
A hospital in (B)(6) reported to our distributor that the expiratory limbs of two rt340 adult dual heated evaqua breathing circuits were leaking. This was found upon opening the circuit kits and before use on a patient.